Event description:
Upon initiating bypass during open-heart surgery, the maxima oxygenator was noted to not be delivering oxygen to the pt's blood. Oxygen lines were in place w/uninterrupted oxygen from the source. Lines were not kinked, nor were there any obstructions. When oxygen increase to 6 liters/min, no discernible improvement. The pt. Was removed from bypass & ventilated while oxygenator replaced.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.